Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, implanting a damaged stimulator, implanting a non-sterile device, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Other potential causes of erosion are improper placement of the stimulator, patient engaging in physical activity too soon post op and migration. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported a suture or the lead/wire from the stimulator was sticking out of their body. Erosion was confirmed and an explant procedure was performed on (B)(6) 2022. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, implanting a damaged stimulator, implanting a non-sterile device, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Other potential causes of erosion are improper placement of the stimulator, patient engaging in physical activity too soon post op and migration. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported a suture or the lead/wire from the stimulator was sticking out of their body. Erosion was confirmed and an explant procedure was performed on (B)(6) 2022. No further issues have been reported.